Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15april2019. The service engineer (se) inspected the device. The se replaced the graphic user interface (gui) assembly to address the reported issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator battery light emitting diode (led) indicator don't show it was charging. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified, estimate used.